Event description:
The patient reported she is experiencing pain at her ipg site. The patient indicated she has lost a significant amount of weight since her ipg was implanted. The patient was advised to consult with her physician regarding the issue. Follow-up information indicated the patient consulted with her primary care physician and is being referred to a surgeon as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.